Event description:
Technical services (tss) received a consultation call from healthcare it (hcit) about patient (pt) in hospital needed brain MRI and that the hospital was not wanting to do the head MRI due to the ins being old and the pt not having access to their remote. Per hcit, the pt also made a comment about their spinal cord stimulator (scs) system being damaged but it's unknown what pt meant by this. Tss called caller to review our guidelines around ins's that have reached eos and that they could consider using head only MRI guidelines and that stim being off due to eos is acceptable to manufacturer. Tss faxed MRI guidelines. Tss made follow up call to caller to ask for hcp info and whether they had any info about pt's scs system being "damaged" as pt mentioned this to hcit. No further information is known about pt's comment. Adding a follow up comment from hcit colleague who indicated that pt said their scs system was damaged over 10 years ago at which time they decided to use a drug pump. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.